Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057 lot# unknown, product type: screening device fdd and fdc codes appy to the lead only, no allegations were made against the ens. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's leads came out last night while the patient was sleeping. The patient was happy with the evaluation prior to the lead issue and would like to move forward with full implant. No patient symptoms were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.